Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance past the friction lock of the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.